Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. Cornea I haze is a known side effect of refractive laser surgery and describes cloudy appearance of the cornea in response to the "wound" of laser ablation. The root cause could not be determined conclusively. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) and 1+ peripheral haze one day post lasik in the left eye. Topical steroid dosage was increased. The patient did not have any complaints. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.